Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that patient had a replacement surgery due to dissatisfaction with size of inflatable penile prosthesis (ipp.) At time of surgery, it was noted that the device was working fine, but was undersized and only needed to be replaced with different size ipp.